Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the device came from a kit. It was reported the silicone ring from the flapper valve fell off into the pt. A right angled reusable dissector was used through the device. The device may have been "jammed" in and out of the device and the flapper valve was not being released to remove the dissector. The gasket was retrieved from the pt. There was no consequence to the pt.